Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged lens, and damaged remote dose connector. Event history log was downloaded with nothing to note. Functional testing found a defective remote dose connector. The root cause was determined to be the damaged components. The dso seal, lens, and remote dose connector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that after preventive maintenance, the device needed repair. There was no patient involvement and no patient harm.